Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/8/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. The following additional information was received: there were 3 sutures that broke during this procedure. I found 3 more of the same lot number that I have pulled from the rooms to return to ethicon. Please credit the six sutures. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned samples determined that it was received three unopened samples that pertain to the product code mcp496g. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 1/11/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm the number of sutures that broke during this procedure. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) the following information was received: was surgery delayed due to the reported event? --> no, action taken when event occurred? --> another suture different lot number used to complete case, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-00317, 2210968-2024-00318.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture string kept on breaking during skin closure, midway along the length of the suture. Four sutures got opened to complete the closure. The third one had to be taken down completely because of where it broke and had to close the incision from the beginning. The fourth one opened was a different lot number and able to finish closing the incision. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: incident_description: at the conclusion of 66-year-old patient¿s robotic-assisted thoracoscopic surgery lobectomy during midway along the closure of the skin, the suture string kept breaking. The surgeon experienced the same issue with three packages from the same lot. Because of where the suture from the third package broke, the entire suture line had to be taken down and the incision re-sutured from the beginning. The fourth package opened was a different lot number, and the surgeon was able to complete the wound closure without issue. (No injury to this patient.). Date_of_incident: (B)(6) 2023.